Event description:
On (B)(6) 2010, pt's piston rod on his infusion device was making an unusual 'popping sound' when fully extended. Pt stated, the piston rod will not retract. Pt has switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.